Event description:
It was reported that the patient was notified through a vibratory alert for high, out of range pacing lead impedance. A lead connection issue was suspected. The device was explanted and the patient was doing well after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient experienced breathing difficulty during the device change out procedure in 2015.

Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).